Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had read low (<40 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports when they had woke up their blood glucose level was reading high (>500 mg/dl). The patient has eaten and had received a bolus of 6 units of insulin. The patients blood glucose level had gone down to 252 mg/dl and over the next hour had dropped down to below 40 mg/dl. The patient reports they had lost consciousness. The patients mother gave the patient honey by mouth. Once the paramedics arrived the patient was treated with intravenous dextrose (d10). The paramedics were with the patient for 45 minutes to an hour. The patient did not go to the hospital. The patient continued to wear the pod.